Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was not possible to see clearly through the pt's tissue under angiography. Post implant contrast angiogram demonstrated what appeared to be blushing or an endoleak; however, the origin was not detectable, it was reported that the pt did not return for follow-up evaluations post operatively. In 2004, the pt presented to the e.r. With a contained rupture. The pt was treated via open surgical procedure and the stent graft was explanted. The physician reported that the iliac limbs were completely outside of the gate, which he reported as the likely cause of the blushing or endoleak seen at implant. The explant procedure was completed successfully and no additional sequelae were reported. The pt is reported to be fine. Medtronic is pending receipt of the explanted stent graft.